Manufacturer narrative:
An event of the guidewire becoming stuck inside the delivery system was reported. The device was received for examination and the guidewire was confirmed to be stuck inside. It could not be determined if the guidewire became stuck in the inner member, which caused the damage noted, or if the damage was due to attempts to remove the wire from the delivery system. Abbott is performing further investigation per internal proceduresna

Event description:
It was reported that on (B)(6)2023, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The non- abbott wire become immobile after the implantation of the navitor valve and pulled the delivery system. All the devices were removed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of the guidewire becoming stuck inside the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The device was received for examination and the guidewire was confirmed to be stuck inside. It could not be determined if the guidewire became stuck in the inner member, which caused the damage noted, or if the damage was due to attempts to remove the wire from the delivery system. Abbott is performing further investigation per internal procedures.